Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine at a concentration of 50 mg/ml with a daily dose of 20 mg/day via an implantable pump for non-malignant pain. It was reported that the pump status and/or the event log report indicated that multiple motor stalls and recoveries occurred beginning on (B)(6) 2016. The manufacturer representative stated they were ¿in the pump replacement today.¿ there were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-feb-13 from a manufacturer representative (rep) reported rep read the logs on day of the case. It was stated that the pump was replacement. It was unknown how the patient was doing following pump replacement. It was noted account will be sending the pump back. No further information was provided.